Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-09030. The patient received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2011. It has been reported a surgical intervention took place on (B)(6) 2011 to replace the pt's implanted leads due to a change in stimulation pattern and the x-rays had indicated one of the two leads had migrated. The physician explanted and replaced the two percutaneous leads with a different model lead. The pt reported effective coverage post-operative. The explanted product has been discarded by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.